Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.